Manufacturer narrative:
(B)(4). The results of this investigation concluded there were tears in all three cusps, and cusp 1 was fibrotically thickened. Special stains were negative for organisms, and no acute inflammation or significant calcifications were present. There was no evidence found to suggest the cause of the fibrin and tears were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The review of valve's device history record confirmed the device met specifications prior to leaving sjm manufacturing facilities. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4)

Event description:
A patient was implanted with this 21 mm sjm trifecta valve for an aortic valve replacement on (B)(6) 2012. Severe aortic regurgitation was noted on (B)(6) 2015 during a follow-up visit. The valve was explanted on (B)(6) 2015 and replaced with a 19 mm magna ease. Upon explant, the right coronary cusp was found to be torn approximately 1 cm from a stent post shared with the left coronary cusp and prolapsed towards the inflow side.